Manufacturer narrative:
Supplemental to report imaging review findings. Cine video was received and reviewed. Per review, no deployment sequence was captured. The deployed thv situated at 90:10 aortic/ventricular. It is unclear if the clip provided is before or after valve post dilation. Regurgitation was observed with contrast injection. There is no additional information to report. Root cause remains the same.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that lack of bav prior to the procedure and patient calcification led to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), prior to the placement of the 26mm edwards sapien 3 ultra valve by transfemoral approach in aortic position, the native valve was very calcified. The decision was made to implant the sapien 3 ultra valve directly without pre-dilatation with nominal volume. The procedure went smoothly but severe pvl was detected post deployment. A post-dilatation was preformed but it did not improve the hemodynamic. Therefore, it was decided to implant an non-edwards balloon expandable valve inside the sapien 3 ultra valve (valve-in-valve procedure). The hemodynamic improved after the second implant and patient was doing well.